Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the physician was about to resect the polyp when a click sound was noted and the polyp was resected prematurely. The procedure was completed with a similar sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).